Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user queued medication with pyxis link and could not remove a medication. A technical support specialist unable to replicate the reported problem. A technical support specialist reviewed the patient, and the server was able to pull it up as expected, and the device events report showed no errors. The system functioned as intended after troubleshooting the device. The serial number, UDI and manufacture date details kept blank since the given asset information was found to be es s/w only server.

Event description:
It was reported that when using the pyxis medstation es system plm4pcu2 user queued medication with pyxis link and could not access medication due to the recurring error. The customer stated that the nurse attempted to remove the medications from the station she gets an error, and the station then kicked the user out of the station to the login screen. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.